Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a capacitor problem. Additional details have been requested. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips local customer service and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the device experienced a capacitor problem. Available details indicated that the device was evaluated by a third-party company, where the capacitor was replaced to resolve the issue. No further root cause analysis was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The capacitor was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.